Manufacturer narrative:
On 26-nov-2024, angelini s.p.a. Forwarded additional information regarding the report. Angelini s.p.a. Received the information on 13-nov-2024. The report verbatim is as follows: ir received on 13-nov-2024 from qa department complaint number (B)(4). This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 23-oct-2024 and it is recommended for approval. (B)(4). None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 1.73 ppm; which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh 8hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis -(B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. During the investigation of this complaint (B)(4) - hazard analysis thermacare heat wrap product: 8 and 12hr was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the device use. The pi of thermacare lower back and hip mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse event was considered as possible. Batch ga0339 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. Inspection of retain sample a retain evaluation was performed. The retains for the batch were inspected for a previous nonrelated complaint of heat cell damage/leaking. The visual inspection of a retain sample included four cartons, 16 pouches and the 16 wraps inside. Evaluation shows no obvious defects to cartons, pouches or wraps. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh products. There is no further action required. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified.

Event description:
On 14-nov-2024 angelini s.p.a. Provided bridges consumer the following report. Angelini s.p.a. Received the report on 04-nov-2024. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from austria received on 04/nov/2024 from a consumer through angelini austria (pqc443). This case report concerns a 76-years-old female patient, who applied thermacare lower back and hip heat wrap from a 4-wrap pack (batch: ga0339; expiry date: 03-2026) for back pain. Concomitant medication(s): [unknown]. Medical history: unknown. On (B)(6) 2024, after thermacare lower back and hip heat wrap initiation, the patient developed thermal burn. Following the treatment with thermacare, the patient suffered from thermal burns, the patient stated that a complete imprint of the heat cells was visible on her back. Furthermore, she stated that large blisters were visible that started to ooze and thereafter slowly dried up. After educating the patient about the proper application of thermacare heat wraps according to the patient's age, in accordance with the technical data sheet for thermacare, the patient stated that she applied thermacare heat wraps according to the recommendation. Outcome: thermal burn: recovering/resolving. The action taken in response to the events for thermacare lower back and hip heat wrap was unknown. Angelini medical assessment: the pi of thermacare lower back and hip heat wrap mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip heat wrap and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible. The anticipated date of the next report is 24-dec-2024.

Manufacturer narrative:
Reportable near incident identified. Investigation in progess.